Event description:
The device was connected to a pt and allegedly would not display the pt's ECG using the therapy cable and combination electrodes. A back up device was obtained and connected to the pt using the therapy cable and a new set of combination electrodes. The back up device allegedly would not display the pt's ECG. The pt cable and lead set was connected to the pt and the pt's ECG was displayed and treatment was continued. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.